Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets failed. A field service engineer (fse) replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple pockets were failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes, manufacturer narrative and section b describe event or problem. The report of the multiple pocket's failure was confirmed by field service engineer (fse). According to wo (B)(4): the field service engineer replaced main drawer 1 from the station. Drawer is working on the med app without fail. Laboratory inspection did not find any visible damage. Laboratory testing found that the top drawer is missing a slide bumper stop and has a migrated slide ball bearing cage. Additionally, one cubie pocket could not be installed on the bottom drawer due to a misaligned pocket release wire. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the multiple pocket failures could not be determined. However, during the investigation, one cubie pocket location in the bottom drawer was found to have a misaligned pocket release wire, which prevented pocket installation. Additionally, a migrated slide bearing cage was observed in both drawers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had multiple pockets were failed. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that the slide bumper was missing, the slide ball bearing cage had migrated on the top drawer, and the pocket release lever was misaligned on the bottom drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple pockets were failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.